Event description:
It was reported that during the procedure in the left common iliac artery, an 8.0x40x80 absolute .035 stent delivery system was advanced with resistance and the stent was deployed. A distal stent fracture was observed and blood flow was moderately decreased. Treatment was not performed and there was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided. Abbott clinical analysis of images did not clearly indicate a stent fracture but did show a misalignment of the distal stent markers.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient and the stent delivery system will not be returned for evaluation. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.